Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test. The unit was able to navigate through the power-on self-test (p.o.s.t.) But the speaker did not work. During the temperature display accuracy test the unit displayed the correct temperatures but still the speaker wasn't working. It was also noted that the accept button was not lighting up. The complaint of the unit not being able to power on cannot be confirmed. However, during functional testing the speaker and one of the lights on the front panel were found to not work. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that these failures were present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The unit was manufactured in 2008 and was designed for a minimum of 5 years. The root cause for both failures is likely normal wear.

Event description:
The complaint is reported as: the unit will not power on prior to use on a patient. No patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted and 8 devices were taken from current production (425-00 concha neptune lot # 73j200008n) at the manufacturing facility and were functionally tested. No issues were encountered during the functional testing. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: the unit will not power on prior to use on a patient. No patient involvement.